Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
A maude database search conducted on 27april2020 found a maude report number # (B)(4). The event description states: "the md passed the nitinol guide wire over the needle into the patient's radial artery. When the md pulled the guide wire out, the proximal head of the wire detached, leaving behind some wire and an inner string inside the patient's wrist. The fragment was retrieved and removed. No harm to patient." Terumo medical received an FDA medwatch (B)(4) with additional information on 28april2020. The event description states: "the md passed the nitinol guide wire over the needle into the patient's radial artery. When the md pulled the guide wire out, the proximal head of the wire detached, leaving behind some wire and an inner string inside the patient's wrist. The fragment was retrieved and removed. No harm to patient."